Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Carrier com express board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located (B)(6), and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported the system displayed emergency during start up testing and remained in emergency mode after restart. There was no patient involvement.